Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, the optical sensor signal was lost. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was an air gap from between the automated impella controller and the patient cable plug. All pertinent information available to abiomed has been submitted at this time.